Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while hanging medication, the nurse noted "20+" air bubbles in the IV fluid line below the pump module air-in-line sensor. No air bubbles were noted above the sensor. The infusion was stopped and the line was disconnected from the patient. The medical team indicated they believed the IV back check valve would prevented air bubbles reaching the patient. The source of air bubbles was not identified. There was patient involvement but no patient harm.

Manufacturer narrative:
Omit: a090103 - no audible prompt / feedback (2282), g0600101 - alarm, audible, b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, g, c and d codes, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that while hanging medication, the nurse noted "20+" air bubbles in the IV fluid line below the pump module air-in-line sensor. No air bubbles were noted above the sensor. The infusion was stopped and the line was disconnected from the patient. The medical team indicated they believed the IV back check valve would prevented air bubbles reaching the patient. The source of air bubbles was not identified. There was patient involvement but no patient harm.